Event description:
New information received notes the right atrial and right ventricular leads were explanted on (B)(6) 2021. The patient was reported to be recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-22082. It was reported the patient presented remotely. Upon review of merlin.net transmissions it was observed the patient's right atrial lead and right vermicular lead were sensing noise. This lead to inappropriate anti-tachycardia therapy as a result of a false ventricular fibrillation episode. There was suspected damage on the leads from a recent fall the patient had. The patient's device was reprogrammed. The patient had no symptoms related to this event.